Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results with the bd max¿ enteric bacterial panel kit (ref. (B)(4)) lot 5064759 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. Customer reported that an initial positive result for shigella was obtained using the bd max¿ enteric bacterial panel kit. Upon culture testing, growth was observed only in selenite recovery broth, where, according to the customer, salmonella was isolated. A subsequent retest performed with the same lot of the bd max¿ enteric bacterial panel yielded positive results for both shigella and shiga toxins. The review of quality control records of bd max¿ enteric bacterial panel assay lot 5064759 revealed no anomalies that could explain the customer¿s discrepant results. Customer provided database from bd max¿ instrument ct1203 for investigation. In run 5192, sample a11 produced a shigella-positive target (rox) that initiated late but appeared to be true amplification within the limit of detection (lod). The stx target (cy5) exhibited a sigmoidal pattern; however, it did not reach the threshold to be considered positive. The sample was retested in run 5197 at position a3, alongside a negative control in a1 and a positive control in a2. Once again, the shigella target showed late amplification but remained within the limit of detection (lod). Stx target amplified at a later cycle but is considered as a true amplification and obtained a positive result. According to instruction for use (IFU), the bd max¿ enteric bacterial panel does not differentiate between shigella spp. And enteroinvasive escherichia coli (eiec). A positive bd max¿ enteric bacterial panel result for shiga toxin (stx1 or 2) may be indicative of the presence of shiga toxin-producing escherichia coli, shigella dysenteriae, or other enterobacteriaceae that rarely carry shiga toxin genes. A positive bd max¿ enteric bacterial panel result for shigella spp. May be indicative of the presence of shigella spp. Or enteroinvasive escherichia coli dna. Analytical studies have demonstrated that certain strains of shigella dysenteriae may harbor both the ipah and stx genes, both detected by bd max¿ enteric bacterial panel. Additionally, there have been literature reports of shigella boydii strains presenting with both ipah and stx. On rare occasion, it may be possible that more than one bd max¿ enteric bacterial panel target is positive from a single organism that harbors two or more genes detected by the assay. These are all possible explanations for the customer¿s discrepant results. Although selenite broth is primarily used as a selective enrichment medium for isolating salmonella, it can also support the growth of shigella, though less effectively. On macconkey agar, both salmonella and shigella typically produce similar colorless colonies. Moreover, limit of detection can vary between culture and pcr gene detection methods. Bd max¿ detects nucleic acids and does not require viable microorganisms, unlike traditional culture methods. Low positive samples can occur due to bacterial titters in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ enteric bacterial panel kit lot 5064759. The root cause was not identified. However, a shigella variant able to produce shiga-toxins sxt1 or sxt2, samples at the assay limit of detection (lod), and variation between culture and pcr gene detection methods, are the most likely cause to explain the customer¿s discrepant results. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action plan since no new hazard or trends was identified.

Event description:
It was reported that during use of bd max¿ enteric bacterial panel, a false positive shigella patient result was obtained. Sample was sub-cultured in selenite recovery broth and only grew salmonella. Original sample was re-run on max and was positive for shigella and shiga toxin. There was no report of patient impact.

Event description:
It was reported that during use of bd max¿ enteric bacterial panel, a false positive shigella patient result was obtained. Sample was sub-cultured in selenite recovery broth and only grew salmonella. Original sample was re-run on max and was positive for shigella and shiga toxin. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: pch, pci. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.